Event description:
It was reported while using bd phaseal¿ optima injector n35-o leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: bd's optima injector came disconnected from the infusion tubing while in transport, leaking from the connection site. The bag the tubing & product was being carried in had visible fluid in it.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: three photos were provided to our quality team for investigation. Through visual inspection, there was no visible damage or other defect observed within the luer that could have lead to the disconnection reported. A device history review was performed for lot 2204313, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd phaseal¿ optima injector n35-o leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: bd's optima injector came disconnected from the infusion tubing while in transport, leaking from the connection site. The bag the tubing & product was being carried in had visible fluid in it.